Manufacturer narrative:
The reporter indicated that the lens is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a broken haptic. There was no pt contact.

Manufacturer narrative:
The product was not returned for evaluation. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. The most probable root cause for the haptic breakage is associated with a specific lot of haptic material that was used for the manufacture of the lens involved in this event. An investigation has been opened to address this issue. Furthermore, bausch and lomb initiated a recall for all lenses manufactured with the haptic material lot in question.